Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock lead impedance high out of range. Technical services (ts) was consulted and explained normal ranges. The device remains in service. No adverse patient effects were reported.